Event description:
Patient was not receiving stimulation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that high impedances were found on a lead during intraoperative testing. It was stated the patient doing a trial and had was not receiving stimulation. It was also stated trouble shooting occurred including tryingconnections with multi-lead trial cable (mltc), impedance testing, a new external neurostimulator, a new mltc, and a different programmer. It was then determined the lead was the likely cause of the issue. It was noted the lead was removed and replaced resulting in successful stimulation. The patient recovered without sequela.

Manufacturer narrative:
(B)(4): analysis of the lead, model # 378-45, sn (B)(4), found no anomaly. Analysis of the stylet found no anomaly.